Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a rrt (recommended replacement time) lockup condition that prevents device programming, the false rrt cleared by programmer with updated software. (B)(4).

Event description:
It was reported that a routine check of the device showed it had reached recommended replacement time two months after it had an estimated longevity of 2-4 years. Software corrected the issue so the device battery voltage measurement was not available for a few hours until it would be updated and device reprogramming was going to be done. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.